Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Part and lot/serial identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: taiwan.

Event description:
It was reported that during surgery the blade produced a skin graft with uneven thickness. It was reported that there was no harm to the patient or delay. During product evaluation it was found that the dermatome could have contributed to the event. Due diligence is complete and there is no additional information available.